Manufacturer narrative:
The laser footswitch was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was connected to a calibrated system functional testing. A known-good laser probe was connected to the system and the laser was moved into ready mode. While in ready mode the laser footswitch cable was flexed along its length in an attempt to replicate any issues. However, none could be found. After 2 minutes of inactivity in ready mode the laser eventually switched into standby mode on its own, as the system is intended to do. Functional testing was unable to find any issue with the sample. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Corrected information has been provided. It has been confirmed that the customer requested a replacement laser footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during a surgical procedure the laser jumped into standby mode and then turned off. The system was restarted and the procedure was completed as planned with no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The customer checked the new footswitch and reported that their system was now working. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 15, 2011. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).